Event description:
This patient offered no complaints pre treatment. 80 min into the treatment she c/o chills, shevering, vomiting, pre temp 98.4 digree max temp. 100.8 temp post 98.6. Dr. Called pylogem testing & bl. Cult ordered. Tx disc. Restarted on new pre processed f80. 1 digree later c/o back pain & vomiting. Rx cont. Per dr. Sent home post rx - has since returned & dialyzed without any prob. MDR filed as no difinitive reason could be found for this event. Given ii tylenol - 1 gm vancomycin. 120 mg gentamycin.